Event description:
It was reported that during a laparoscopic wedge resection procedure, the firing force of the first stroke of the first firing was much higher than expected. The firing trigger was grasped forcibly, and then there was no feedback of firing from the 2nd stroke. After releasing the device, although the staples of the 1st stroke were formed, the other staples were malformed (some staples were unformed and some staples were not deployed). The cartridge was ecr60d and the device was used on the lung parenchyma. Buttress material (tube type) was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The device was received for analysis with no visual non-conformances and with a gold cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended; no malformed staples were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the firing sequence of the device able to be completed?---yes. If not, which stroke did the device stop firing? ---n/a. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---no. Were any of the forces higher or lower than expected (closing or opening)? ---firing and opening forces were higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no.